Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter and the pump were on opposite sides of the body, the body serving as an obstruction. Customer moved the transmitter within line of sight of the pump and removed obstruction, and pump and transmitter regained connection. No additional patient or event information was available.